Event description:
The following information was reported to kci by the nurse: the nurse allegedly observed a foreign material alleged to be v.a.c. Dressing embedded in the patient's wound. On oct, 09, 2014, kci reviewed the patient's medical records which stated the following: per note date (B)(6) 2014, the patient was last seen a week ago at wound care and "something black" was found in her wound. It was suspected to be necrotic tissue, and the patient presented to the physician's office. The physician observed "moderate global swelling to her foot with toes very swollen, small area of wound open with superficial pink tissue seen and black is seen at the base of the wound, which is consistent with v.a.c granufoam dressing, but was unable to completely remove the foreign material as they could not visualize the material due to bleeding. The physician noted that he did not think the patient had an infection at this time. Per note dates (B)(6) 2013, the patient's returned to the physician's office and the patient's primary physician evaluated the patient's wound.

Manufacturer narrative:
Based on the information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.